Manufacturer narrative:
This report is for an unknown radial head/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is attorney. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Summary: it was reported that on (B)(6) 2018, a patient underwent a removal procedure due to loosening of the radial head prosthesis. Timeline leading to event: on(B)(6) 2016, the patient underwent an open reduction and internal fixation (orif) of the proximal ulna, radial head arthropathy and lcl repair due to a proximal ulna fracture dislocation of the left elbow and was implanted with a synthes proximal ulnar variable angle locking plate, a recon plate, a synthes radial head arthroplasty, and a mitek g-4 suture anchor. From (B)(6) 2016 to (B)(6) 2016, the patient noted stiffness and soreness primarily with pronation and supination. The patient also complained of minimal pain and persisting extension stiffness during her clinic visit. On (B)(6) 2018, the patient visited the clinic and complained of right contralateral elbow pain. Radiography on the left elbow showed progressive loosening of the radial head implant, while the right elbow radiography showed a small spot representing possible bone island or infarct. On (B)(6) 2018, during the clinic visit, the patient complained of some occasional pain with activity in the left elbow, stating that the pain had increased over the last six (6) months. Radiography showed progressive prosthetic loosening of the radial head replacement with thinning cortices. It was reported that on (B)(6) 2018, a patient underwent a removal procedure due to loosening of the radial head prosthesis. Approximately 4cm incision was marked out centrally over the radial head and a dissection was taken down sharply. The radial head was visualized, and the implant was found to be grossly loose. The implant was removed quite easily after removing the neck screw using a t-15 synthes screwdriver, and the implant stem was removed from the radial neck. Then, the incision was copiously irrigated with several bulbs of normal saline. Fluoroscopy was taken to ensure that the hardware had been taken out. The elbow was examined clinically to ensure that there was no residual instability and that the lateral collateral ligament (lcl) was intact. The patient was not revised with another implant. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity unknown), unknown screws (part# unknown, lot# unknown, quantity 2), unknown. Competitor¿s devices: recon plate (part# unknown, lo# unknown, quantity 1), unknown screws (part# unknown, lot# unknown, quantity 5), mitek g-4 suture anchor (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown radial head. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additionally, it was reported that: on (B)(6) 2018, during clinic visit, the patient reported of worsened pain and discomfort at the left wrist and left elbow. The patient described the symptoms as waxing and waning, which occasionally keeping the patient from sleep. Pain was described as dull and achy with occasional bursts of sharp pain. The patient also had complained of paresthesias throughout the tips of all fingers on the left hand, and a shoulder pain on the left side which had begun to bother her. On (B)(6) 2018, the patient reported more soreness and stiffness since the excision and focal pain at the left wrist and left shoulder, occasionally at the left elbow.